Event description:
The hospital reported a loss of ventilation during a case. The patient was switched to an ambu bag, the patient circuit replaced, and case resumed. There was no injury.

Manufacturer narrative:
The hospital replaced the patient circuit which resolved the issue. No patient information provided to date after calls to customer 08/22/22 and 08/23/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).